Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to right s1 lead migration. Surgical intervention was undertaken on (B)(6) 2024 wherein signs of infection were discovered. As a result, the right s1 lead was cut, and one portion was explanted, and the other portion remains implanted. Patient was prescribed oral antibiotics.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.